Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cvc insertion on (B)(6) 2026 the physician observed the guidewire to be kinked. There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after changing to another device.